Event description:
Parent brought the recipient to the clinic reporting the recipient has not been responding to sounds for the past 2 days. Planning for re-implantation.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Parent brought the recipient to the clinic reporting the recipient has not been responding to sounds for the past 2 days. The recipient has been explanted. Implanted with a device from another manufacturer.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parent brought the recipient to the clinic reporting not responding sounds for the past 2 days. Planning for re-implantation.